Event description:
(B)(4). It was reported that following a coronary artery treatment procedure with a non-study device the patient experienced restenosis. The target lesion was located in the proximal right coronary artery with 70% stenosis and was 35 mm long with a reference vessel diameter of 3.0 mm. The physician treated the target lesion by implanting a 3.0 x 38mm study stent with post procedure 0% residual stenosis and timi 3 flow. The patient had a non-target lesion located in the proximal circumflex treated with balloon angioplasty and with a non bsc 2.5x15mm ptca balloon and placement of a 2.5 x16 mm taxus express stent. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. In (B)(6) 2010 the patient underwent a pci which revealed an 60% diameter stenosis with timi 3 flow in the proximal circumflex. The patient was treated with a cutting balloon. Post treatment diameter stenosis was 0% with timi 2 flow.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).